Event description:
It was reported, in 2007, the patient underwent the surgery with the t2 femoral nail (placed by the retrograde). After the surgery, the surgeon found on an x-ray that the nail was broken at the screw hole. The patient bone was pseudoarthrosis (non union). The surgeon used another nail in the revision surgery and the surgery was completed.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.